Event description:
The patient had been on pre-operative anti-coagulant therapy. The patient presented post-op with bleeding/oozing from the wound, which later turned to a clear liquid. The surgeon has queried infection - yet to be confirmed. A wash out and liner exchange was performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the surgeon has queried infection as the patient presented post-op with bleeding/oozing from the wound. No product was returned. Review of the device history records and irradiation certificates did not reveal any anomalies. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.